Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A root cause cannot be determined. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H6: entered evaluation codes. H10: added manufacturer narrative

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient information not provided/unknown; event date not provided/unknown; device brand name unknown; device product code unknown; device catalog number and lot number not provided/unknown. Device not returned.

Event description:
It was reported that an unknown zimmer driver tip fractured off in the mhlas screw. The fractured driver piece was ground down and the screw was left in the implant.